Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away. Prior to the customer's passing, the husband was attempting to prime the insulin pump and insulin just squirted out. The husband was able to get the insulin pump to work, but then experienced the same issue. The customer stopped using the insulin pump and went on a back up plan. The next morning, the customer was found dead by the husband. Troubleshooting was attempted, but the insulin pump alarmed multiple times during the manual prime. Nothing further was reported.